Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the guidewire was deployed and then would not come out of the device. Device and guidewire were stuck. Carefully removed and entirety of 8cm intact but curled. No other information is known.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire removal from the catheter shaft is confirmed and was determined to be use-related. One 22 ga powerglide pro was returned for evaluation. An initial visual observation of the returned device showed abundant blood use residues throughout the device. The safety mechanism was observed to be completely covering the needle tip. The wings attached to the catheter were observed to be broken. The needle was observed to be curved into a bend. The guidewire was observed to be distal of the needle tip and safety mechanism. A microscopic observation revealed a bend in the needle shaft of the device. It was observed that there were disjointed guidewire coils along the middle of the guidewire at the needle bevel. The guidewire was observed to have a slight bend at the distal tip. The distal weld tip was present along the device. Inspection of the returned device revealed evidence of pulling the guidewire back against the needle bevel of the device. Pulling against the needle bevel may cause the guidewire to become uneven, making it difficult to remove the catheter from device. Abundant blood residues and insertion techniques may have contributed to the failure of the device. This complaint will be recorded for future trending and monitoring purposes.